Manufacturer narrative:
Correction: the initial MDR submitted on july 04, 2025, was filed inadvertently. There was no extrusion of receiver/stimulator; however, migration of the electrode array outside the cochlea was observed.

Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.